Manufacturer narrative:
Taper unk. (B) (4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption he made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of dysphagia and reflux as follows: "ulceration, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of vomit as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."

Event description:
Received a report from the FDA about a pt that was experiencing "food blockages every day" and vomit and acid reflux every night after having the lap-band system implanted for "a little over 2 years." The pt self-prescribed over the counter prilosec, but the heartburn became more painful. An upper gi performed showed the [lower esophageal sphincter] was stretched but in normal limits." The physician attempted to deflate the band, but the pt continued to experience reflux. The device has been explanted.